Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure to treat afib the farawave catheter was selected for use, the inner lumen and side port were flushed on the table and basket flower configuration was tested. Connected the side port to the pressure bag, catheter wasn't flushing/ dripping when the roller clamp on the pressure was at wide open position. Line was flushing when it's off to the catheter but once turned on to catheter it won't drip anymore. The catheter was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. An attempt to insert the guidewire was made and it was unsuccessful since resistance was felt inside the guidewire lumen; therefore, the deployment of the catheter was not possible. Flushing through the irrigation port was tested. Irrigation was not observed for the condition of the device. The catheter was dissected for further inspection; it was observed that there was a kink in the flush lumen. Additionally, it was noted that the guidewire lumen damaged outside the inner hypo tube. Based on the product analysis the reported difficult to irrigate was confirmed.

Event description:
It was reported that during a pfa procedure to treat afib the farawave catheter was selected for use, the inner lumen and side port were flushed on the table and basket flower configuration was tested. Connected the side port to the pressure bag, catheter wasn't flushing/ dripping when the roller clamp on the pressure was at wide open position. Line was flushing when it's off to the catheter but once turned on to catheter it won't drip anymore. The catheter was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned.